Event description:
The patient reported that they were trying to cath around 1 am and was unable to do so. The patient got blood and went to the emergency room. The patient had a foley catheter. The patient was scheduled to see their healthcare provider on (B)(6) 2016.